Manufacturer narrative:
Section b3: date of event is estimated. A patient had their system explanted due to pain at the ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at the ipg site. Surgical intervention was undertaken wherein the scs system was explanted with no complications.